Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 4068 implantable pacing lead 1997-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was oversensing, had "high to no" thresholds and was exhibiting noise. It was also reported that the lead had low impedance and the unipolar impedance was higher than the bipolar impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.